Event description:
Event description guidant received information that this implantable cardioverter defibrillator reached eol (end of life) approximately 19 months ago. Upon device interrogation, a fault code 05 was displayed and device therapy history indicated that the device has attempted to deliver therapy since declaring eol.